Event description:
During hysteroscopy with essure, essure implant did not deploy upon insertion. New essure device was opened and deployed properly. Defective essure implant removed and saved. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.